Event description:
Customer reported he was hospitalized for low blood glucose. Customer stated he crashed his car, and was taken to the hospital. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.